Event description:
Procedure: arteriotomy suture of internal common carotid. According to the reporter: the suture broke at half suture. The suture was started again with a new vascufil 7/0, same lot number, starting from the distal point of arteriotomy with continue suture, up to knotting this new thread with the end of previous one. Then, it was performed a reinforcement of the first suture with the second one. When patient was extubated, a sudden right latero-cervical haematoma appeared. Patient was cannulized in emergency and, meanwhile, the haematoma emptying was performed. After the emergency operations to stop bleeding by vessel clamping, it was found a breach (an opening) on the suture from the distal end to the middle knotting point, with an evident break of thread. The fragment of the broken suture were removed and a new suture was performed using the product with different lot number.

Manufacturer narrative:
(B)(4).